Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator had trouble with the initial power up. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had trouble with the initial power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The unit was not serviced. The device did not pass testing. Customer does not want unit repaired. Unit will be returned to customer unrepaired. No repair performed due to the device not needed for inventory. The unit will be scrapped.